Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 400.834s, lot: 49p8973, manufacturing site: bettlach, release to warehouse date: april 3, 2020, expiry date: march 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the screw was observed to be broken at the distal end. However, it cannot be confirmed whether the screw was broken upon receipt as it is not in its original packaging. The root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed 1.6mm cranial slf-drlg screw cruciform, low profile. No design issues or discrepancies were identified. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during surgery of resection of sellar tumors, it was noted two screws did not have a tip. This was noticed when opening the packing. The screws were not used. Another device was used to complete the surgery. There were no adverse consequences to the patient. This report is for a screw. This is report 1 of 2 for (B)(4).